Event description:
It was reported that the pump was alarming 'upstream occlusion'. There were no kinks in the tubing and all clamps were open. The batteries were replaced and the alarm persisted. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. No product or photographic evidence were provided; thus, the failure mode reported could not be investigated and a root cause could not be determined. Based upon review of the information provided by the customer, a device history record (DHR) review was not conducted, as it does not indicate a problem with the initial manufacture or prior repair of the device.